Event description:
The customer contacted beckman coulter (bec) reporting the unicel dxc 600i synchron access clinical system generated one erroneous high chloride result . The erroneous high chloride result was not reported out of the laboratory, therefore no impact to patient care. A review in the remote management system confirmed quality control was still within 2 standard deviations from the mean assigned target value on day of event. The customer verbally provided the original and rerun results. The customer did not provide patient demographics (age, date of birth, gender, weight) for this event.

Manufacturer narrative:
The field service engineer replaced the carbon bridge and cleaned the flowcell to resolve the issue. The field service engineer performed ion-selective electrode performance verification assessments and verified instrument operation.